Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the infusion sets keep coming out and the customer only had one left. The site had to be moved because his blood glucose level was 513 mg/dl. His blood glucose level went back down when his site was removed. The device was not returned.